Manufacturer narrative:
A4): patient's weight unk. D4): device serial number unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to malfunction. A right ventricular (rv) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Using a spectranetics 16f glidelight laser sheath, binding from the ra/rv leads was encountered, and it was believed that the binding extended into the vessel wall. When the binding released and the ra lead was removed, an effusion was detected via transesophageal echocardiography (tee). However, the patient's hemodynamics remained stable. Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. A superior vena cava (svc) perforation was discovered and repaired, stabilizing the patient in less than 20 minutes. Re-implantation of a new ra lead was completed, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.